Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to corroded motor home switch. The insulin pump had electronic assembly noted during visual inspection. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm during the rewind process on the insulin pump. Pump was not exposed to a high magnetic field. Customer was advised to remove the pump battery to prevent continued alarms. Insulin pump will be replaced. Customer was asked to return the pump for analysis. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.